Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, the pump gave loss of prime alerts and patient was able to clear the alert by re-priming. Patient confirmed that cartridge from a different box was used and denied any power loss. Patient was advised to call back when loss of prime occurred in order to complete troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.